Manufacturer narrative:
The reference report of the patient's history of gi bleed is reported under medwatch MFR report # 2916596-2017-02110. The heartmate 3 lvas was implanted during (B)(6) clinical trial, (B)(4). FDA approval for heartmat 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial . The gtin unique device identifier for the commerical heartmate 3 lvas is (B)(4). Approximate age of device- 34 days. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room on (B)(6) 2017 with shortness of breath and a hemoglobin of 7.8 g/dl, prothrombin time of 49.3 seconds, partial thromboplastin time of 38 seconds and inr of 4.5. The patient was admitted to the hospital on (B)(6) 2017. On (B)(6) 2017, the patients hemoglobin dropped to 6.3 g/dl and was transfused with one unit of packed red blood cells. It was presumed that the patient had gastrointestinal bleeding from the small bowl. An esophagogastroduodenoscopy performed on (B)(6) 2017 and a colonoscopy performed on (B)(6) 2017 had negative findings. On (B)(6) 2017, the patients hemoglobin again dropped to 6.3 g/dl and the patient was transfused with one unit of packed red blood cells. At the time of the event, the patient was taking aspirin 81 mg and coumadin. The patient remained on aspirin but coumadin was held till (B)(6) 2017. On (B)(6) 2017, the patients hemoglobin was stable at 8.2 g/dl. A capsule endoscopy was to be scheduled post-discharge. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.